Manufacturer narrative:
The insulin pump had constant force sensor calibration values corrupted alarms after battery installation. Isolated to m/b. No blank display anomalies noted. Unable to verify motor error alarms or a unexpected restart error alarm due to a force sensor calibration values corrupted alarms. Device received with scratched lcd window. The motor was tested outside the device was found with high current. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and blank display. The blood glucose at the time of the incident was 211 mg/dl. During troubleshooting for unexpected restart alarm pump alarmed force sensor calibration values corrupted alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.